Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for evaluation. The functional inspection of the returned handpiece found that the handpiece motor had erratic characterization behavior. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. The service history of the device revealed that the device had exceeded it useful life expectancy. The root cause of the reported event was unit was beyond serviceable life.

Event description:
It was reported the handpiece was calibrated, however, when went home, the handpiece did not move. A test was performed in the handpiece, giving a homing torque of 98. It also made more of a grinding noise than it was used to hearing. The handpiece was replaced. The device was not being used with a patient during the event. The results of the investigation have concluded that the torque value found is higher than the torque nominal value, which makes it a reportable event.